Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings. Customer's blood glucose reading was 385 mg/dl, but went higher to 465 mg/dl. Customer reported nausea as a symptom. Customer was advised to contact doctor for treatment. Customer treated with manual injection and insulin pump. Customer performed troubleshooting and found that she forgot to take the needle guard off and the cannula was never actually inserted into the skin. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.